Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 12:31 pm, the customer tested by fingerstick on the meter and the result was 5.0 inr. At 5:20 pm, the customer had a lab test and the result was 3.6 inr. The customer's therapeutic range is 2.5-3.5 inr. Customer has no antiphospholipid antibodies, other anticoagulants, dosage changes, new illness, new medications, diet changes and is not anemic. The customer does not have any bleeding but does have some bruising. The bruising did not require medical treatment. There is no allegation of an adverse event. Retention test strips (294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.